Event description:
This is in regards to a cosmetic device for skin tightening. The palomar starlux system with luxir fractional infrared handpiece for laser skin tightening. I noticed after first treatment on the face and neck that skin was getting looser and circles and puffiness under eyes. The doctor said I needed to be patient because it would take time to improve. I had 4 treatments and a year later, I am still having tingling, burning, stiffness and more loose skin than I started with. My right eye and right ear twitches. He did the side of and front of my neck and face. I also had microdermabrasion and photo facial. I have written 3 letters to palomar to find out more about laser tightening and if there are any ill effects and they have not responded. I would not recommend this skin tightening procedure to anyone. My family and friends saw me get worse after the first 2 treatments. I'm sorry I ever had this done. I know I am approaching 60 but no one ages and see so many changes in a two month period. My family wanted me to stop treatments but I believed the doctor when he said, it would take time and more treatments to see improvement. I just want to make sure this procedure is safe for use. It has affected my life terribly and I wouldn't want to see someone else go through this. Thank you. Dates of use: 2007. 4 months. Diagnosis or reason for use: skin tightening.